Event description:
It was reported that bd needle eclipse 18x1-1/2 rb had foreign matter. It was reported by customer that the black mold specs at the hub, where it screws on to the syringe. Verbatim: customer reported finding multiple eclipse needles 18g x 1.5in- ref #305766- lot #5037533 with ¿black mold specs at the hub, where it screws on to the syringe". Unfortunately, samples were not kept but they will save any to be turned in in the future. Customer response on 20-jun-2025. There were 3 occurrences.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.